Event description:
It was reported that during a training/demo of the da vinci system, the master tool manipulator (mtm) was damaged. The arm feels looser than normal. When the console is connected to the system, it will fault during self-test. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found that the gimbal was not seated properly and the platform cover had a crack. The cover was removed and the platform frame was also found to be damaged. The mtm was be tested on in-house system and test platform and error 319 was replicated/confirmed. The complaint was confirmed based on the results of the investigation.